Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system on (B)(6) 2008. It was reported that the ipg would not communicate with the charging system. Another charging system was tried to no avail. The ipg was replaced on (B)(6) 2009. Follow up on the patient found that no further issues have been reported. The explanted ipg was returned to ans for evaluation. No further information is available.